Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt laser. According to the complainant, during the procedure, the aiming beam was not visible and the laser setting was turned up to maximum. The laser fiber was inspected and it was found that the aiming beam was seen exiting 5cm from the side of the fiber and that laser energy escaped at the break. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Updated for the correct location where the aiming beam was exiting from 5cm to 5mm. One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber and to the fiber face within the sma connector. The aiming beam was not exiting out of any location on the body of the fiber. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end of the device was weak and round with effective transmission of 67.2%, this indicated a clean break within the connector. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 16, 2017 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100watt laser. According to the complainant, during the procedure, the aiming beam was not visible and the laser setting was turned up to maximum. The laser fiber was inspected and it was found that the aiming beam was seen exiting 5mm from the side of the fiber and that laser energy escaped at the break. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.